Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what was the procedure? -endoscopic segmental pulmonary resection. What structure was the device fired on? -right superior lobe s1+s2. What was the total estimated blood loss (ml)? -2000ml. Was a transfusion required? -yes. How was the bleeding addressed? -suture sewing. What was the pre and postoperative anti-coagulant and pain management protocol? -unknown. Was the bleeding intraluminal or extraluminal? -unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device able to open up or be removed? If yes, how was the device opened or removed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a endoscopic segmental pulmonary resection the stapler could not be removed after the staples were inserted, causing the blood vessel to rupture and a large amount of bleeding from the wound. The patient was rescued by a large amount of blood transfusion. The bleeding incision was manually anastomosed to stop the bleeding. No additional information can be provided.

Manufacturer narrative:
(B)(4), date sent: 6/20/2023. Additional information was requested, and the following was obtained: was the device able to open up or be removed? If yes, how was the device opened or removed? Yes. Finally the jaw was opened and the device was removed.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2023.